Event description:
It was reported that the external pulse generator had water damage. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator had water damage. Analysis also found that the upper and lower cases were broken and corroded, that the liquid crystal display (lcd) lens, battery release, knobs, ring cover, heart block, printed circuit board screws, heart wire contacts, lcd display, main printed circuit board, encoder flex, battery flex and heart lead flex were contaminated, one side bail cover as well as the battery drawer were broken, the battery contacts were compressed and contaminated, the lead flex cover was corroded, the battery drawer o-ring was missing and the keyboard was scratched and contaminated. It was further noted that due to extensive damage the generator was being returned to the customer unrepaired.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had water damage. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.